Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer experienced an adverse skin reaction on (B)(6) 2019, after wearing the adc freestyle libre for 5 days, with symptoms described as a "reddened spot with encrusting". The customer had contact with an hcp on (B)(6) 2019 who prescribed "fenicord ointment with 0.5% cortisone content" for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A caregiver reported that a customer experienced an adverse skin reaction on (B)(6) 2019, after wearing the adc freestyle libre for 5 days, with symptoms described as a "reddened spot with encrusting". The customer had contact with an hcp on (B)(6) 2019 who prescribed "fenicord ointment with 0.5% cortisone content" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive patch was returned and was intact. An extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.